Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots has been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Clinical investigation: a temporal relationship between pd therapy with the liberty select cycler and the patient¿s peritonitis exists. However, there is no evidence that supports the patient¿s peritonitis event was caused by a liberty select cycler malfunction or product deficiency. Staphylococcus aureus is part of normal skin flora of humans and often causes peritonitis from touch contamination or as a secondary infection from pd catheter exit site or tunneled infections. Therefore, the patient¿s peritonitis is most likely associated with cross contamination of staphylococcus aureus from the patient¿s pd catheter exit site wound, as reported by the pdrn. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis nurse (pdrn) for a peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support for assistance. Upon follow up, the pdrn stated the patient was diagnosed with peritonitis (signs and symptoms unknown) and is being transitioned the hemodialysis (hd) therapy. The pdrn stated that the patient was not hospitalized for the infection. The cause of the patient¿s peritonitis was believed to be a wound near the catheter (not a fresenius product) exit site. The patient¿s culture results were positive for peritonitis (staphylococcus aureus); however, the date of the culture was unknown. The patient was prescribed and treated with vancomycin (route, course, and dose unknown). It is unknown if the patient¿s peritonitis resolved. It is unknown if the patient missed any treatments during the reported event or if any fresenius device(s) or product(s) were utilized. Additional details surrounding the patient¿s treatment course and condition were requested; however, not provided.